Event description:
The customer reported the forceps elevator was loose. The scope was sent to an olympus service center for evaluation. During inspection and testing, a gap was found between the plastic cover and adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap at distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a gap between the plastic cover and adhesive on the distal end. The report of the forceps elevator being loose was not confirmed during inspection and testing. In addition, angulation was insufficient due to elongation of the angle wire, the play of the angle knob was out of specification due to the extension of the angle wire, angulation was excessive, the adhesive on the bending section was cracked, the suction cylinder was scraped with a cleaning brush, the insertion tube was damaged, the adhesive between the plastic cover and the tip cover was peeled, the universal cord was crushed, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended that the user facility receive instruction/reinstruction about operating environment and handling of the device. Olympus will continue to monitor field performance for this device.